Manufacturer narrative:
The investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 3005334138-2019-00416. During a premature ventricular contraction ablation procedure, a pericardial effusion occurred. Following ablation on the basal septal wall of the left ventricular, the patient experienced a vagal response. An effusion was confirmed by echocardiogram and was thought to be located from the apex of the lv. Protamine sulfate was used to reverse the effects of heparin. The patient was stable following the procedure. There were no performance issues with any abbott device.

Manufacturer narrative:
Additional information: one tacticath contact force ablation catheter, sensor enabled unid curve f was received for evaluation. The results of the investigation are inconclusive since the device was not returned for analysis; however, the ensite case study and tactisys quartz log files were returned. Analysis of the data concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.